Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
After the catheter was zeroed, the physician tried to measure the pressure, but the value kept showing zero. After leaving the catheter in the pt for a day, the physician applied pressure on it and then it showed "1 or -4". Therefore, the physician extracted the catheter and did not use another one. No pt injury or surgery delay was reported. Pt outcome was reported as "still in ICU without integra product".